Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the patient experienced hyperglycemia due to a no power issue. Reportedly, on an unspecified date, the patient¿s blood glucose (bg) reading was at 400 mg/dl with nausea, extreme thirst and drowsiness. It was reported that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient allegedly remained on pump therapy without any recent adjustments to the pump settings. Customer technical support agent reviewed the event with the reporter. It was reported that there was no damage to the battery compartment and the cap was able to secure properly on to the pump. The reporter noted no evidence of moisture or corrosion in the pump. Allegedly the pump powered on with a new battery from a different pack. The reported no power issue was not resolve with troubleshooting. This complaint is being reported based on the allegation that the patient experienced a severe hyperglycemia due to an alleged power issue of unknown causes.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: device evaluation: the pump has been returned and evaluated by product analysis on 01/09/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged power issue was not verified in the black box or duplicated in the evaluation. Review of black box data did not find any power on reset events. The total daily deliveries added up correctly. No damages to the battery compartment were found. Using the returned battery cap, the pump powered up and functioned properly. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidences. Bolus delivery exercises were executed and recorded correctly. Pump delivery accuracy was within specifications. Pump casing was opened and no moisture or damages were found to the power circuit.